Event description:
It was reported that during a "ureteroscopy" procedure the "laser switched off automatically, and the procedure was not completed. The patient came back later when the system was "ok" a few days later." No injury to the patient and/or end user" reported.

Manufacturer narrative:
Product evaluation: the console was evaluated in the field on (B)(6) 2014. Based on the service report information the service engineer performed functional testing however no repair service was required. Following the evaluation and functional testing the service engineer performed a preventative maintenance service and stated "all ok system works safely, according to ams specification¿. Probable root cause: based on the field service report results the root cause was low water issue. A review of the service cases for this laser (tks07) revealed that there has been no reported reoccurrence of this event type since service was completed and the laser was released to the customer for use.